Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. The device could not to be pushed through the lesion because of a severely calcified vessel with severe tortuosity. The procedure was postponed.